Event description:
It was reported that the trach had a leak. The baby was losing volumes, so the staff checked the cuff and saw that it did not have enough fluid. Cuff was refilled multiple times overnight. The event occurred while in use with patient at the hospital. The operator of the device was a health professional. The outcome of was resolved by replacing the trach.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.